Event description:
During a surgical procedure two pieces of the insulation broke off and were recovered. One was found in the patient and one was found in the trocar. No patient injury or harm resulted.

Manufacturer narrative:
Tls3 miseal tip ref# (B)(4) lot 303026 returned for a customer complaint and was evaluated. Insulation boot was peeled back from the tip of the jaw. Complaint was visually confirmed. Peeling of the silicone boot on the jaw tips may be attributed to several conditions: one (1) workmanship - variability in the application of adhesive during manufacturing process - amount, curing time, storage, etc. Two (2) activation for extended periods. The device is not intended for continuous use. Recommended activation cycle is stated as approximately five (5) to ten (10) second on, ten (10) seconds off. (See IFU - 'precautions and warnings;). Summary: there were no observable mechanical defects or functional issues in actuating the tip. Silicone peel was observed on the damaged sections. Activating the tls3 beyond the recommended duty cycle of five (5) to ten (10) seconds on, ten (10) seconds off which is stated in the IFU could increase the likelihood of damage to occur. Complaint was identified as consistent failure to follow the IFU instruction.